Event description:
During use for cardiopulmonary bypass, when the user turned on the cardioplegia pump on the heart lung console, the arterial pump roller pump stopped rotating. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.